Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices and no non-conformities were found.

Event description:
It was reported to nevro that a trial patient developed an infection. The patient was hospitalized and was given IV antibiotics. The device was explanted. The patient was discharged and there were no reports of further complications.